Event description:
The initial reporter stated they received discrepant results for three patient samples tested with bicarbonate liquid on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The operator repeated the samples due to abnormally high results. The samples were repeated and the repeat values were deemed correct. The first sample initially resulted in a co2 value of > 50 mmol/l and it repeated as 23 mmol/l. The second sample initially resulted in a co2 value of > 50 mmol/l and it repeated as 29 mmol/l. The third sample initially resulted in a co2 value of > 50 mmol/l. When repeated on the same analyzer, the result was 27 mmol/l. When repeated on a second analyzer, the result was 27 mmol/l.

Manufacturer narrative:
The bicarbonate reagent lot number was 92066901, with an expiration date of 30-jun-2027. The field service engineer determined that tubing on the rinse mechanism was not allowing a neighboring nozzle to go down. The tubing was re-routed. Mechanism checks were successful. An air purge was performed and there were no alarms. Precision studies and a hardware check recovered within expected ranges. The investigation is ongoing.